Event description:
Complainant alleged that during a routine shift check by a clinician the device intermittently unintentionally charges when the energy setting selected. The complainant indicated that there was no pt involved in the reported failure.